Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("non-specific erratic pain"), device breakage ("persistence of a fragment of essure in left uterine horn") and adenomyosis ("adenomyosis") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, parity 4 and caesarean section. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device removal ("essure removal incomplete"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, vaginal colpohysterectomy and posterior colpoperineorrhaphy and on (B)(6) 2016, total bilateral salpingectomy was performed via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, adenomyosis and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: it was difficult to link the pain precisely to a particular pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("non-specific erratic pain"), device breakage ("persistence of a fragment of essure in left uterine horn") and adenomyosis ("adenomyosis") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, parity 4 and caesarean section. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device removal ("essure removal incomplete"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, vaginal colpohysterectomy and posterior colpoperineorrhaphy and on (B)(6) 2016, total bilateral salpingectomy was performed via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, adenomyosis and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: it was difficult to link the pain precisely to a particular pathology. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up information on (B)(6) 2019 from attorney via legal department: on (B)(6) 2016, total bilateral salpingectomy was performed via laparoscopy for non erratic pain. On (B)(6) 2017, vaginal colpohysterectomy and posterior colpoperineorrhaphy were performed for pelvic pain, adenomyosis and persistence of a fragment of essure in left uterine horn; adenomyosis , persistence of a fragment of essure in left uterine horn and essure removal incomplete were added as new events. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("non-specific erratic pain") in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included pregnancy, parity 4 and caesarean section. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure first removal was performed on (B)(6) 2016 and second removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: it was difficult to link the pain precisely to a particular pathology. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.